Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4)(ofr). Ofr sent the subject device to a third party laboratory for additional microbiological testing. As a result of additional microbiological testing by a third party laboratory, no microbe was detected from the instrument channel, suction channel and air / water channel of this device. Therefore, it cleared the french guideline. Also, omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the microbes were detected as follows, from the subject device which was reprocessed using a non-olympus automated endoscope reprocessor model wd440(made by wassenburg). The user facility reported that this device was reprocessed according to the instruction manual. There was no report of infection associated with this report. <1st time> - 50 cfu/100ml (pseudomonas aeruginosa). <2nd time> - >100 cfu/100ml (pseudomonas aeruginosa).